Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged as confirmed by chest x-ray a day after implant. The field representative thought the physician may have sutured the device up to the adipose tissue thus lost all slack on lead resulting to the dislodgement. Additionally, patient reportedly experienced non-sustained ventricular tachycardia overnight. Palpitations related to the dislodgement were also noted. The lead remains in service. No additional adverse patient effects were reported. Additional information from the field representative indicated that the lead was successfully repositioned with adequate numbers.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained that this ra lead was explanted and replaced. The lead will be returned for analysis. No additional adverse patient effects were reported.